Event description:
(B)(4).

Manufacturer narrative:
Before our tech support contacted the bme, the bme had already performed a hard shutdown of the unit by pressing and holding the power button. The bme verified that the unit started up as normal and he has verified normal operation. The operators manual for the device states: restart the central monitor once every 3 months. Otherwise operation becomes unstable and monitoring may stop.